Event description:
It was reported that, the device was fired an unk number of times and then, when they tried to use it again, the device would not close. There was no other info at this time. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with the jaws disengaged from the cam. The device was tested for functionality and it ejected 5 clips due to the condition of the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.